Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 150 mg/dl and their sensor glucose read 44 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump, connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform bts test as the sensor is beyond its expiration date. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.